Manufacturer narrative:
Additional information received indicated that the event occurred on (B)(6) 2016. The reported pump thrombosis was associated with "high watt" alarms. (B)(4). The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via log file review since log files covering the reported event date were not available for analysis. Of note, on (B)(6) 2016 the patient received lysis therapy following diagnosis of pump thrombosis. Based on risk documentation, multiple factors may have contributed to the high-power event including but not limited to thrombus formation/ingestion, high flows, high rpms. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected previously reported date from 11-jul-2017 to 07-jul-2017, due to additional information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient developed pump thrombosis. The patient was successfully treated with thrombolytic therapy. No further information has been provided.